Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, needle 21x1-1/2, connection issues. The following was provided by the initial reporter: customer stated a couple of times the needle was used for knee joint injections and when pushing the product into the knee joint, the product exploded because it just wouldn't flow through the needle. Additional information: in with the doctor today. It was more that the luer lok was not locked and the needle disconnected from the syringe while trying to inject triamcinolone into the knee of a patient. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Loss of medication and had to re-stick the patient which can cause a higher risk of infection.